Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: cassettes received: 1 opened. Analysis and results: there are no previous complaints of the same code-batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Thread into the cassette becomes tangled when it is pulled out with a large and fast movement, so reel spins free and some turns of thread comes out from the reel core. Pulling the cassette after this situation gets thread tangled. Final conclusion: taking into account that the cassette received does not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
(B)(6). It was reported that the thread breaks inside the cassette. The suture snaps off and then the reel can no longer be pulled out from the cassette.